Event description:
A health care provider (hcp) reported via a manufacturer representative that the total thyroidectomy was completed without problems. It was noted that the bipolar electrosurgical unit (erbe) was in use during the procedure. The electrosurgical equipment was not being used at the same time as the nerves were being stimulated (at the same time as the stimulus probe). They used a standard prass probe. The return and ground electrodes were placed on the deltoid muscle. There was no electrosurgical equipment grounding pad placed on the patient. They didn¿t use a grounding pad for the bipolar electrosurgical unit. The other components of the nerve monitoring system that were in use when the event occurred were: console, patient interface, and muting probe. Following the procedure, the tube was not looked at. They did not check the mouth of the patient as well. After 3 days, the patient reported pain in the throat. The hcp visited the patient and he reported soft palate burn. There was no intervention planned or performed as a result of this event. The patient was discharged, in the process of recovery. The surgeon prescribed some medication (antibiotic and mouthwash rinses) to assist in the healing of the area. They warned the manufacturer about this event because they think the wound was caused by an electrical malfunctioning of the nerve monitoring tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.